Event description:
This pt had a left total hip arthroplasty in 1998. Since that time pt began to have increasing pain, antalgic gait and decreased activities of daily living. X-ray shows loosening of the components. Pt was admitted to this facility for a revision of the left total hip. Intraoperatively, the femoral component was found to be quite loose. All components were removed and replaced.